Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the ostial right coronary artery (rca). After a 7fr guide catheter and a non-bsc guide extension catheter crossed the lesion, a 4.00 x 24 synergy drug-eluting stent was advanced but some form of resistance was met within the guide extension catheter. As the device entered the lesion, it was noted that the stent was not on the balloon and had been pushed off the balloon in the proximal direction. The stent was therefore still on the shaft and undeployed. The procedure was completed with 2 non-bsc stents. No patient complications were reported.